Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during an implant procedure the inner portion of the catheter snapped while slitting the delivery catheter. Additional information indicated there was no hub left to attach to the slitter and scissors were needed to gain access to the inner catheter. The catheter was removed. No patient complications have been reported as a result of this event.